Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced a stroke. In (B)(6) 2011, the patient received a unspecified size of taxus liberte stent. In (B)(6) 2011, the patient experienced a stroke. A neurological consultation was performed. A coordination deficit of the patient¿s right trunk lasted greater than 24 hours. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).